Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Unable to confirm power loss or low batt alarms due to blank display.

Event description:
The customer reported via phone call that the insulin pump had replaced battery now alarm with prior low battery alarm. The customer¿s blood glucose level was 244 mg/dl. Customer stated that this was the second occurrence of replace battery with prior low battery alert. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.